Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Viscoelastic was dried on the lens. One haptic was cracked on the distal tip. The other haptic was scraped along the distal edge. The optic was split from edge toward the center. Another area of the optic was scraped along the edge. Associated products were not provided. It is unknown if qualified products were used. Optic and haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via return form that lens was defective. Additional information has been requested; however, further information has not been received.